Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting a code 1003, indicative of battery voltage too low for the projected remaining capacity. Besides surgical intervention, no adverse patient effects were reported. Several attempts to locate the exact date of explant, and current location of the device have been unsuccessful.